Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total "cavityoscopic" subtotal gastrectomy, while being applied at the stomach, the device body's grip cannot be activated. The stapler was then unable to fire and the surgeon was unable to squeeze the handle although he was able to press the green button. They changed to a new device to complete the case. There was no patient injury.